Event description:
It was reported that during the procedure, a piece of the device broke off from the distal end. No injury to the patient or adverse event was reported.

Manufacturer narrative:
Upon receipt, the returned device was visually inspected and found to be missing a piece of ceramic from its distal end. In order to determine the cause for the reported issue, the returned device was sent to an independent laboratory for failure analysis. The independent analysis concluded examination of the probe strongly indicates that the missing portion of the ceramic tip was broken off by forceful contact with the electrode metal while the probe was being rotated clockwise. The failure results from normal use of the device, albeit with forceful clockwise rotation of the probe.